Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 101 mg/dl. Customer had the pump in a plastic bag because he went canoeing and the boat went over into the water. Now, the pump is giving strange messages, a blank screen, an unexpected restart alarm, and a black dot on the screen. Customer received a button error alarm that there was humidity in the bag. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. No unexpected blank display noted. Insulin pump passed displacement test, self test, error test, and excessive no delivery alarm test. No black dots on display, no unexpected restart alarm or excessive no delivery alarm noted. However, insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip, and missing end cap sticker. No moisture damage on motor assembly or electronic assembly noted during visual inspection.